Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Failure analysis was unable to perform displacement test due to lcd damage. Failure analysis found cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported the ink on the insulin pump's screen interfered with the letters and numbers. The customer stated they were unable to read the display as a result of the ink spot. Customer's blood glucose was unknown. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.